Manufacturer narrative:
Eval summary: the following mechanisms may contribute to instability or dislocation: unsatisfactory placement of the component parts. Extent or component stability. If components that were not matched for the pt requirements are used (i.e. Improper offset, femoral head size), this may increase the instability of the joint, which may lead to dislocation. Extent of soft tissue tension. Pt behavior. In this case, the reported torn and loose joint capsule, coupled with the degree of anteversion the shell/liner construct was positioned may have contributed to the instability/dislocation experienced. Given the info provided, a definitive cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised for instability and dislocation.